Event description:
The monitor and light tube fell. There was no pt in the room at the time and the monitor was caught by the cables running through the device and personnel in the room.

Manufacturer narrative:
The light was not returned. Photographic evidence was given showing the connection points. The results clearly show that the installation instructions were not followed. There are redundancies built into maintaining the monitor overhead. One that it is threaded into a trolley. In the trolley there are 2 set screws that are secured into position to hold the monitor in place. The monitor down tube was not threaded into the trolley. The user manual clearly states that the down tube must be threaded in for proper installation. The set screws were the only thing holding the device up. This was evident by the deformation they caused in the correct location on the device.